Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The user reported blood glucose levels over 300 mg/dl since (B)(6) 2023. On (B)(6) 2023 the customer went to an appointment to her diabetologist and received a blood glucose result over 600 mg/dl with ketones. The doctor immediately called an ambulance and the customer was taken to the hospital. The customer was admitted into the hospital for hyperglycemia and was treated with insulin infusions and mineral infusions. The blood glucose results obtained at the hospital were not provided. At the time of the initial report the customer was still hospitalized; it is unknown when she will be discharged.